Event description:
During a lap chole procedure, during the first firing the jaws stuck, the 2nd/3rd firing, the clips malformed and then the others just shot out of the clip applier. Firing under normal application. No cholangiogram performed. Case was completed by using another device. No pt consequence.

Manufacturer narrative:
H4: info anticipated, but unavailable at this time. 510(k) number is k050344.